Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, a supplemental report will be submitted.

Event description:
Olympus was informed that during a fulguration of the bladder procedure, the tip of the electrode broke off inside the patient and the sleeve slipped off into the patient. The surgeon used a grasper to successfully retrieve the broken tip and sleeve from the bladder. The intended procedure was completed with another similar device. There was no report of any patient injury.